Event description:
It was reported that during a da vinci-assisted surgical procedure, the guided tool change (gtc) graphic on the screen was not aligning on the screen and going to the green dot when engaging an instrument onto universal surgical manipulator (usm) 4 and pushing the instrument back in. The customer stated it was working on usm 1 and 2, but the graphic was off on usm 4. The customer proceeded with the case. The procedure was continued as planned with no reported injury.

Manufacturer narrative:
Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The reported event was addressed with phone support. Caller stated that the guided tool change (gtc) graphic was off on universal surgical manipulator (usm) 4. The field service engineer (fse) followed up with the customer and the customer stated that the system was restarted after the procedure and the issue was resolved. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause cannot be determined as there was no site visit and the issue was resolved with a power cycle.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no harm to the patient. The surgeon removed and did not use the said instrument.

Event description:
Refer to h11 for follow-up information.